Event description:
The patient's parent reported via social media that vns didn't help that much for patient's seizures. They mentioned that when the vns was turned up to the average setting, it actually made the patient's seizures worse. No other relevant information has been received to date.